Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The software was reinstalled and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was unresponsive after reboot. Site noted that the surgeon profiles had been lost. There was no patient present when this issue was observed.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the issue was a confirmed graphic user interface failure. Analysis confirmed that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.